Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with leg pain due to a complication of diabetes. There were no issues with the device other than a vibratory alert. The patient was bright, alert, and responsive during and after the check. The patient said mentioned feeling vibratory notifications for a while. Upon interrogation, the device was in vvi backup. The event occurred on (B)(6) 2021 at 10:27 pm. The device was restored to nominal settings. The device is now reprogrammed to the previous settings which were retrieved from merlin.net. Normal device function and lead diagnostics were confirmed. The nurse on duty was able to confirm that the patient had an MRI on (B)(6) 2021 at that time. It was also noted that the device was unable to connect with the transmitter. The transmitter was successfully plugged in and the transmission was sent successfully.